Manufacturer narrative:
The returned tower was examined. The complainant stated it was worn, but upon examination by the manufacturer it was found to be broken. A review of the manufacturing records did not identify any issues which would have contributed to this event. Further investigation was initiated to conduct testing to recreate the failure mode. The output of this investigation was a design enhancement related to the cap screw engagement feature to reduce device damage that may occur when off-axis force is applied to the device.

Event description:
It was reported that a tower reducer was found worn over a period of time. However, examination by the manufacturer found one of the tabs on the distal tip to be broken. This was found outside of a surgical setting and did not have any patient involvement.